Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to turn the unit off and reseat the maj-1430 pigtail cable; however, the image issue persisted. The customer verified the cables but the issue continued to happen. Tac narrowed down the problem to be related to the monitor and not the cv-180. The monitor was not receiving signal and the customer planned to get another monitor. A follow up was made the customer was unsure if the device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a blank screen occurred with the evis exera ii video system center. The event occurred during an unknown procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. It is possible that the image issue was caused by a broken substrate. Olympus will continue to monitor field performance for this device.